Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of ischemia and vasoconstriction (coronary artery spasm), as listed in the absorb bioresorbable vascular scaffold system, instructions for use are known patient effects associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the treatments appear to be related to circumstances of the procedure. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 70% stenosed de novo mid right coronary artery. Pre-dilatation was performed with an unspecified balloon catheter. A 3.5 x 18 mm absorb scaffold was implanted and post-dilatation was performed. 2 cm distal to the deployed scaffold a spasm occurred which restricted flow and was treated with medication. Flow was not restored so the vessel was dilated with a non-compliant balloon which caused a dissection distal to the scaffold. The dissection was treated with bare metal stents and the patient was admitted to the cardiac care unit for monitoring and was administered dual antiplatelet therapy and tyrosine infusions. There was no clinically significant delay in the procedure due to the absorb scaffold.. No additional information was provided.